Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited one episode of non-reproducible, non-physiologic signals which were detected and oversensed on the rate/sense channel. This precipated pacing inhibition in this patient, who is pacer dependent. The patient did not have symptoms. Pacing impedance measurements are normal. The patient is frail and wheel chair bound and was not near any external source of emi.